Event description:
As the operating room staff were setting up for a bariatric case, they tried opening the second lsi solutions tk ti-knot device (ref (B)(4)) packaging but it wouldn't open properly. The packaging wouldn't peel open as it normally would, but rather the paper cover was peeling in half. Since the staff couldn't guarantee the sterility of the contents of the package/device, they couldn't use the device and had to open a third device which opened without difficulty.